Event description:
The customer took several blood glucose tests back to back, and had the following results: 266, 173, and 127 mg/dl. The difference between some of these readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.